Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: device history record (DHR) review conducted: part # 03.043.029. Lot # 2023518. Manufacturing site: werk selzach. Release to warehouse date: 23 nov 2020. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that aiming arm/ radiolucent had both of the hooks of the latch broken. The device shows the signs of usage and broken hooks of latch and no evidence of hammer marks were observed, therefore, a potential cause cannot be established with the provided information. The semi-extended parapatellar approach surgical technique guide was reviewed. Following relevant statements were found. Precautions: ensure that the connection between the nail and the insertion handle is tight. Retighten if necessary, after hammering and prior to the attachment of the aiming arm. Do not attach the aiming arm to the insertion handle at this point. Do not exert forces on the aiming arm. These forces may prevent breakage of the device. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the aiming arm/ radiolucent would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be determined and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1.

Event description:
It was reported that on an unknown date in 2023, the aiming arm used with the ans had the tabs on the clip that connect the arm to the insertion handle broke off. This prevents the aiming arm from being used. There was no adverse patient impact. This report is for an aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event occurred on an unknown date in 2023. D2: additional procode: jds d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.